Event description:
On 2024-jun-18: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they need an MRI or ultrasound and their hcp office needs device information. Patient reported they stopped using the therapy because they did not feel any relief from the therapy since 4-5yrs ago. Agent provided device information. Agent reviewed compatibility information for ultrasound, MRI, possible overdischarge state and ins longevity information. Agent recommended patient consult with hcp office for next step. Agent provided technical services (ts) number for hcp office to call if necessary. Patient stated he will be getting the ins remove. The patient was redirected to their healthcare provider to further address the issue. On 2024-nov-19: additional info was received from patient who reported the hcp which will be doing their explant. They also requested additional information about their implant to send to their hcp. On 2024-nov-27: additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the issue is not yet determined. Patient to meet with the hcp to discuss the removal. On 2025-jan-22: additional information received from healthcare provider (hcp). Hcp reported there were no device issues and implantable neurostimulator (ins) is being removed due to patient not benefiting from therapy. Hcp did report patient did receive some benefit from the therapy at the start of the treatment.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.